Event description:
A false positive result was observed with the urine of a patient was tested for pregnancy with clearview easy hcg. Date of last period was 12/30/2004. Their serum hcg level was recorded as negative. There was no impact on patient health of treat reported.